Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons intermittent) was confirmed. Upon investigation, the front response button was intermittent. The cause for the failure was caused by a crushed dome on the front response button. The root cause of the crushed dome was physical damage. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons are intermittent.